Manufacturer narrative:
This MFR. Report #:1218950-2016-06260 has been determined as not a reportable event and the report was sent in error.

Manufacturer narrative:
.

Event description:
The customer reported that the therapy knob is worn out. There was no patient involvement reported. There was no reported patient involvement.